Manufacturer narrative:
"An attempt to reproduce the reported event using the cp app with 3.2.0[1284] prod build installed on samsung galaxy s10 e (v.12) with mmt-1886 pump (software version 8.13.2) was conducted and the issue was reproduced. We have observed that we are getting an infinite spinner after upgrading the cp app from the previous version to 3.2.0. The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)): (B)(4) agile docs: (B)(4). After conducting a thorough investigation, we found that with the introduction of udm in version 3.2.0, the json structure of 'display message' response objects have transformed. As a result, the database-to-application (dbtoappnotificationhistoryentitymapper) mapper fails to fetch the objects from the database, causing them to fail to load on the history screen. This issue leads to a continuous loading spinner on the history screen. The esf number that corresponds to the reported issue is (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1.for the history issue or loading issue, unfollow and then follow the patient again or reinstall the app. The issue will be resolved in the upcoming cp application release/s. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer experienced unexpected software error. No harm requiring medical intervention was reported. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the app. The product will not be returned for analysis.